Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during an open right hemicolectomy, the device knife stopped working. The surgeon opened another device to continue the procedure. There was no pt injury. The device was returned for evaluation with the knife blade exposed.